Event description:
It was reported that during a robot assisted laparoscopic anterior resection, the surgeon was getting ready to fire and the battery turned the screen green. The red firing knob was removed to push the button to fire and the device did not fire. The battery was removed and replaced. A second device was opened and that battery was used on the first device. Case completed with second device battery. Surgery was delayed up to twenty minutes due to the reported event. No patient harm was reported.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 03/22/2022. D4: batch # 274a81. H6: component code = electrical and magnetic (g02). Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage and with the anvil missing. The breakaway washer was not present, and the device was fully loaded with staples. When the battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. A new washer was placed in a test anvil. An attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. In addition, silicone on the flex circuit was noted. No conclusion could be reached as to what may have caused the cracks in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event, the damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.